Event description:
It was reported that during a supply change with an inset infusion set and fiasp cartridge, the ilet user inadvertently pulled the infusion set out of the applicator while removing the needle guard, then successfully completed a second attempt with guidance and no further issues. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included completion of troubleshooting and education with normal device use resumed and no alerts or alarms. Investigation included customer support review of use steps and technique. Investigation of this case revealed incorrect infusion set deployment during insertion, with resolution after reattempt using correct technique and proper connector handling. It was concluded, based on previously established findings for similar reports, that the cause was user technique during insertion.